Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. Review of the activity logs indicated the shock button was pressed causing the device to deliver a shock. Based on the complaint investigation closed as device meets specification. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that while the device was attached to the patient (age & gender unknown), the user charged the device to 30joules. The user then turned the device off, and the device discharged energy to the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.